Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2019-jul-17 from a consumer via a company representative (rep) indicated the event/difficulty occurred on (B)(6) 2019 during normal use. It was reported the pump had been alarming since (B)(6) 2019. It was interrogated on (B)(6) 2019 and found that there had been multiple motor stalls and recoveries. The patient went into see her managing physician who then scheduled her for a pump replacement on (B)(6) 2019. The pump was successfully replaced and would be returned. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The pump was interrogated and found to have a motor stall. There was nothing that could be done to fix that. The pump was replaced and the issue was resolved at the time of this report. The patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s medical history was asked, but unknown. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient initially reported the event and the patient saw the provider on (B)(6) 2019. A replacement procedure was scheduled for tomorrow. It was unknown if the facility would keep the pump and the patient¿s weight at the time of the event was also unknown. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of fentanyl at 378.95 mcg/day, 10 mg/ml of hydromorphone at 7.579 mg/day, 40 mcg/ml of clonidine at 30.3016 mcg/day, and 10 mg/ml of bupivacaine at 7.579 mg/day via an implantable pump for spinal pain. It was reported a motor stall was seen upon interrogation and the patient had not recently had a magnetic resonance imaging procedure (MRI). The pump status and/or event log showed the motor stall was active and showed multiple motor stalls and recoveries had occurred. Motor stall considerations were reviewed. It was reported the patient experienced nausea and severe pain. It was indicated this occurred suddenly. The event date was provided as (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.